Event description:
The facility reports the patient was lifted from the bed. The cna tried to swing the lift to the right to place the patient above the wheelchair and lower them into it. However, only the mast swung around, leaving the chassis and the wheels in the original place. Then the mast tipped over, dropping the patient onto the floor. The resident suffered a fractured hip.